Manufacturer narrative:
Samples received: 5 unopened racepacks for analysis of the case with cc notification number (B)(4) and this case. Analysis and results: there are no previous complaints of this code batch. We have received two cases from the same end customer and same code-batch. We manufactured (B)(4) units of this code batch. There are 576 units in our stock. We have received 5 closed samples to analyze this case and (B)(4). We have also requested 1 box (36 units) from stock for analysis. We have tested the knot pull tensile strength of the samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 1.19 kgf in average and 1.14 kgf in minimum (ep requirements: 0.51 kgf in average and 0.15 kgf in minimum). We have also tested the knot security control of the samples received and the results are into the current range for this thread and size. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. As indicated in the instructions for use of the product: optilene® should be used applying the standard surgical suturing and knotting (flat and square ties) techniques, taking into account the surgeon's experience with the surgical procedure. Care should be taken that the knots are positioned properly and adequate knot security is given. Additional throws may be appropriate if required by the surgical circumstances. When working with optilene® suture material, great care should be taken to avoid any crushing or crimping damage of the monofilament by instruments such as forceps or needle holders. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going h3 other text : device not returned

Event description:
Country of complaint: germany the thread cracked after surgery